Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was dropped, and the screen has become slightly misaligned. The field service engineer performed an onsite evaluation of the device and confirmed the reported issue. The fse made the necessary adjustments to the casing to ensure a proper fit, sealed it, and conducted general operational tests. The device was returned to service, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by the device being dropped. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse made the necessary adjustments to the casing to ensure a proper fit, sealed it, and conducted general operational tests. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator fell and the screen is a bit out of adjustment. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.